Event description:
Corporate communications received voicemail from (B)(6) (end user's husband) stating end user just arrived home from knee surgery. They were delivered an ivc wheelchair due to the surgery and it failed after five hours of use. The pivot/c-clamp for the up and down movement of the leg rest fell off and her leg fell down; hopes there was no additional damage to knee done.